Event description:
The customer reported that there was a console error and no image was displayed. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced 2 cables. The system operates as intended.